Manufacturer narrative:
Due to character restrictions in block e1. Initial reporter: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that cs300 intra-aortic balloon pump (iabp) ECG cable is deteriorated. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer has not requested for getinge to repair the unit. The customer requested to purchase additional ECG cables. The fse sent an ECG cable to the customer. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.